Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt stated, she was experiencing unexplained elevated blood glucose of 481 mg/dl. She performed a 12 unit bolus with her infusion device and later her blood glucose elevated to 511 mg/dl. Her normal blood glucose range in 80-130 mg/dl. She stated, she felt nauseous and sick and did not eat breakfast that morning and gave herself a 12 unit injection of novolog before work. The pt stated her piston rod was 5 years old and she was sent a courtesy replacement. The pt was advised to change her insulin cartridge, infusion set, and piston rod. Further attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.